Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a broken hinges on the pump head door. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module master software version for this device is not available at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the pump head door. To correct the condition, the pump head door was replaced. If any additional information is received, a follow up MDR will be sent.